Event description:
The customer reported that the device was not detecting the paddles. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was not detecting the paddles. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was isolated to the control pca. The control pca was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer. No further communication was requested and none is warranted. This was a malfunction of the control pca.